Manufacturer narrative:
(B)(4) date sent: 10/09/2025 d4: batch #a97d9a. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the anvil bent upwards and without reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. The event described of would not fire and difficult to open could not be confirmed as the device fired and the device opened and closed without any difficulties noted. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #ech60s, with lot/batch #a97k0u, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number a97d9a, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during laparoscopic low anterior resection, it was observed that the jaws stopped opening during use. The home button was pressed to open, but the knife did not move and the staples were not deployed. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.